Event description:
The customer contacted baxter?s technical service center to report feeling overfilled during fill 1 of 5 on a homechoice (hc) device. The caregiver (cg) stated the home patient (hp) had problems with therapy yesterday and the registered nurse (rn) bypassed the initial drain (I-drain). The rn had the hp do a manual fill of 2000 ml before he got on the cycler tonight. The cg states that the machine was only in I-drain for a couple of minutes and then went right into the fill cycle. Cg then called baxter because the hp didn't drain. The baxter technical service representative (tsr) had the hp arrow down to the manual drain (md). The md equaled 3550 ml. The largest prescribed fill volume was 1900 ml, and the last fill volume delivered by the cycler was 0 ml. The event details meet the criteria for increased intraperitoneal volume (iipv). The tsr advised the hp that this was an overfill and let the cg know that the tsr would swap the machine. The tsr advised the cg to contact the rn. The tsr initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received by baxter. The initial evaluation confirmed the reported condition but the evaluation has not yet been completed. Upon completion of baxter's investigation a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The reported issue was confirmed in the event history log review. The cause was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed.